Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective buffer nozzles. The fse replaced the buffer nozzles to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high na (sodium) patient result on their au5800-20, chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no effect to patient treatment in association with the event. Quality control was within specification prior to event.